Event description:
It was reported that at a regular follow-up a lead warning for low impedance was noted. Under fluoroscopy it was determined there was a conductor fracture near the anchoring sleeve. The device was reprogrammed to discontinue use of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.